Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 9 years and 2 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve due to pannus of the bioprosthetic valve. No further adverse patient effects were reported.